Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Advanced failure analysis (afa) has completed their investigation and confirmed the initial failure analysis (fa) results. The grips would not open when the vessel sealer extend instrument was placed on the system. The dislodged grip pulley and dowel were confirmed, that are responsible for the failure observed, as this assembly connects to the inputs and is responsible for grips opening/closing. No changes to the existing fa codes are needed. Independently of the above failure observed, the instrument failed engagement test on 5/10 attempts during afa.

Manufacturer narrative:
Based on the claim against the product by the customer noting the grip issue with vessel sealer extend (vse), an investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint is considered a reportable event due to the following conclusion: it was reported that the instrument grip tips did not open. Medical intervention may be required in the event that the vessel sealer fails to unclamp from tissue when commanded by the user or system. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend tips would not open. The procedure was completed as planned with no reported injury. Intuitive surgical, inc.(isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend (vse) instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation replicated and confirmed the customer reported complaint ¿vse tips would not open¿. The vessel sealer extend (vse) instrument was analyzed and verified the reported issue. Failure analysis found the primary failure of uncontrolled motion to be related to the customer reported complaint. The instrument was placed and driven on an in-house system and exhibited uncontrolled motion, the grip tips did not open. It was observed that using the emergency grip lever would still be able to open the grip tips of the instrument. A review of the logs shows no errors. Additional observations not reported by the site that were related to the primary failure was also identified. The instrument was found to have a dislodged lower grip pulley at the proximal end. The instrument was also found to have a dislodged pin dowel at the proximal end.